Event description:
Reporting status: serous injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: difficulty to deploy. It was reported that the case involved a pt with an acute myocardial infarction (ami). A multi-link vision stent was implanted at 9 atm. Post-dilatation was performed at 18 atm with a voyager nc balloon catheter, and the procedure was completed. An intra-vascular ultrasound (ivus) was not performed, and the stent strut's apposition to the vessel wall was not checked. In 2009, six days after stent implant, the pt complained of chest pain and st segment elevation was observed. Thus, a coronary angiography and intra-vascular ultrasound (ivus) were performed which confirmed that the stent struts were not completely adhered to the vessel wall. The pt was diagnosed as having sub-acute thrombosis (sat). After thrombus aspiration, the deployed vision stent was further dilated and the pt's condition became stable. No additional event or pt info is available.

Manufacturer narrative:
Factors that can contribute to the difficulty deploying the stent include, but are not limited to, improper or inadequate crimping at the time of manufacture, pt's anatomical morphology, pt's disease state, pre-dilatation strategy, inflation technique during use of the product, or from an interaction with the pt's anatomy and/or previously implanted stents. To ensure this type of occurrence is not related to a potential mfg or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specs, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units ID destructively tested to verify proper inflation and stent deployment. In this case, the stent delivery system (sds) was not returned for analysis and may have aided in the eval and determination of a cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The pt's anatomical conditions were not reported, which may have aided the eval and determination of cause. Angina and thrombosis, as listed in the vision instructions for use (IFU) are known adverse event associated with coronary stenting. Additionally, angina, EKG/ECG changes, and thrombosis are listed in the no fault risk assessment as a post procedural complications. As there was no reported product malfunction during the time of the stent implant, there does not appear to be any indications of a product quality deficiency. In this case, the angina and EKG/ECG changes appear to be secondary effects of the thrombosis, which was treated with thrombus aspiration and post dilatation of the implanted stent. It should be noted that the warning section of the vison's instructions for use (IFU) warns that there are increased risks of using the sds in pts who have experienced a recent (less than 1 week) acute myocardial infarction. As reported, this was an ami case and may have contributed to the difficulties experienced. A review of the product mfg record did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed, and there has been no similar incidents reported for difficult to deploy, angina, EKG/ECG changes, thrombosis, or use errors for this lot. There is no indications of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported difficulty to deploy, and a definitive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.